Event description:
While performing bench service for the device, it was discovered by an authorized bench technician that the output for the capacitor was below the allowable specifications. There was no patient involvement.